Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on (B)(6), 2023. It was reported that the clip breaks when tried to close too much tissue. The clip opened back up and fall off the tissue. No patient complication have been reported as a result of this event. No further information has been obtained despite good faith efforts.